Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: 2.1.0, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with registering. It was noted that after registration, the image was inverted. The navigation system was switched and the site proceeded with surgery. There was no impact on patient outcome. There was less than an hour of surgical delay.

Manufacturer narrative:
Section a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and observed one session on the reported date. The workflow showed the user transitioning from select procedure to images, followed by multiple cycles of registration and registration verify, and several returns to images before finally exiting to select procedure. Across the session, eight merge states were captured, alternating between CT-1, CT-2, and CT-3, and registration error metrics varied widely, ranging from approximately 2.9 mm to 13 mm, indicating inconsistent registration quality. The archive review showed three computer tomography (CT) exams, all with the posterior head anatomy partially missing. CT-1 contained a saved registration with 5.2 mm accuracy and 528 trace points, with the trace pattern appearing inverted as reported. CT-2 contained two saved registrations: one at 6.4 mm with 320 trace points (also inverted), and another at 2.9 mm with 490 trace points but exhibiting significant clustering. CT-3 had no saved registrations. The trace pattern shift mostly occurred when the collected trace pattern area of the patient¿s anatomy matched any other part of the patient¿s head anatomy. This can be avoided by using the 3-point in registration; hence suggesting using three-point tracer registration. This issue was consistent with a known software issue. Codes c10, d02 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4), 11-26 20:36:35 cst webm remote ws sfdcmnav; product analysis task update: work order name : (B)(4). Analysis summary text : demo/eval unit: false hardware p/f: pass instruments p/f: n/a, record type: nav system checkout (closed) self test: n/a, software p/f: pass status: completed does the system perform as intended?: yes, was stealth autoguide involved?: no, were hardware parts replaced?: no, shoulder type: type 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-26, (B)(4), (rep, hcp): medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with registering. It was noted that after registration, the image was inverted. The navigation system was switched and the site proceeded with surgery. There was no impact on patient outcome. There was less than an hour of surgical delay.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.